Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after performing two rounds of rad gain calibrations, there were still rings in the field on higher ma scans. Performed analog offset calibration (3,000 > 3,500) and all rings and streaking were gone. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there were a small amount of concentric rings on the scans. Despite this, the surgeon could see everything necessary. There was no patient impact reported and no delay to surgery.